Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a compromised forced sensor alarm. Customer's blood glucose was not reported. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk also, unable to perform the occlusion test, prime test and excessive no delivery test due to alarm. However, the insulin pump was received with normal operating currents, passed a21 error test, self-test and displacement test. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.